Manufacturer narrative:
The viperwire advance coronary guide wire was returned to csi for analysis. The guide wire proximal spring tip coils were noticeably stretched. There were no fractures observed. The root cause of the deformation was not determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The viperwire advance coronary guide wire was placed in the distal vessel. The physician observed the wire flex tip appeared to be separating from the proximal end of the spring tip. As a preventive measure, the physician removed the guide wire. A second guide wire was used to complete the procedure.